Manufacturer narrative:
A review of the sample device found that the coil had unraveled from the wire, confirming the customer''s complaint. This complaint is captured under CAPA (B)(4) to address the root cause of the skater coil detachment problem. The investigation is in progress. Additional information will be provided once investigation has been concluded.

Event description:
Before use, the customer be used to 0.018¿¿ guidewire for shaping, when they during the shaping of guidewire, they found the coil of guidewire was about two centimeter detached.

Manufacturer narrative:
Initial reporter country is taiwan, not USA. H3 other text: placeholder.